Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for ketones and high blood glucose over 600mg/dl. It was stated that the insulin pump alarmed no delivery the night before the customer's admission. The father stated that the screen on the insulin pump was discolored and had black spots in the upper middle portion of the screen. Advised father to have customer go on back up plan. No further info was provided.